Event description:
It was reported that: when manta was being retracted to deployment number resistance was met and the manta sheath separated from the manta device. Entire device was used, and a new manta was deployed. The patient was reported as fine.

Manufacturer narrative:
(B)(4). Two mantas were returned for evaluation. The first manta (affected one) was locked into the hub of the sheath. However, the lumen was dismantled from sheath hub. The components were intact with the lumen of the manta. The bypass tube was observed to be piercing the button valve correctly. Functional testing for advancement issue cannot be conducted based on the conditions of the product returned. The second manta was locked into sheath with the lever engaged. No components noted (this is likely the good unit used in procedure). Per the product return, the proximal end of the separated lumen that connects to the sheath hub was damaged. The sheath hub was pushed into the sheath housing as per the manufacturing procedure for sheath assembly. Proper alignment was also ensured per intake information, vessel was tortuous. Difficulty in advancement and withdrawal of procedural sheaths were observed during the procedure. Resistance was noted during pull back of manta towards the deployment number. This indicates the manta was likely locked in place correctly prior to this issue noted. Damages to the side (orange lateral side fittings) of the sheath lumen at the proximal end indicate that unit was subjected to excessive force or operation. It is unknown if resistance was noted with the bypass tube advancement and the user continued to overdrive against resistance. No confirmation was provided. It is unknown if the sheath lumen partially split during access or during introduction of manta to the sheath and further separated during resistance at pull back towards the deployment number. No procedural steps were provided. The IFU states the following -1) exchange and position sheath. Note: if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged. 2) if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. 3)do not advance manta closure fully into sheath if significant resistance is felt, indicating that the anchor is meeting resistance in entering the vessel. Reposition the sheath by slightly retracting the sheath if necessary. The unit was reviewed with manufacturing team. No issues or product defects were noted. A total of 6 complaints were noted for the lot as of 4/29/2024. Out of 6 complaints, 2 of them aside this from this complaint were associated to exhibit bypass advancement issue. It is likely that this unit could have exhibited the same leading to failure noted however no confirmation was provided. The procedure was completed with another device from the same model. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: when manta was being retracted to deployment number resistance was met and the manta sheath separated from the manta device. Entire device was used, and a new manta was deployed. The patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record reviews for lot numbers mn2301507 manta 14f indicated no non-conformities related to these lots, therefore, supporting the devices met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an undisclosed procedure, a 14f manta device was planned for closure. While grasping the manta delivery handle and withdrawing the manta closure and sheath to the corresponding deployment depth, the physician encountered resistance, and the sheath separated from the closure unit. The entire manta device was removed, and a new manta was deployed. Multiple attempts have been made to the customer with no correspondence back regarding any further information for this complaint investigation. Due to no device return or angiograms submitted for investigative purposes, and insufficient information regarding initial and deployment procedures, patient conditions, or environment, a root cause for the difficulty advancing the manta delivery system cannot be determined. It is possible damage (kinking) occurred to the device while the physician applied forces attempting to insert the closure unit into the sheath while encountering resistance or possible plaque interfering during implantation. The IFU along with the product indicates: advance the delivery tube of the manta closure through the bypass tube and down the manta sheath until the manta delivery handle approaches the sheath hub. Make small advancements to avoid kinking the delivery tube of the manta closure. Note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. Step 3 additionally indicates to note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.0852%. A CAPA was previously opened under teleflex quality system to address this issue and further investigations will be initiated if the occurrence rate exceeds 0.40% as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that: when manta was being retracted to deployment number resistance was met and the manta sheath separated from the manta device. Entire device was used, and a new manta was deployed. The patient was reported as fine.